Event description:
It was reported that the patient went to the hospital due to chest pain. During a coronary stenting procedure, phrenic nerve stimulation was observed. The device was reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.